Manufacturer narrative:
(B)(4).

Event description:
Customer states: after firing to lung parenchyma, the jaws were stuck to the tissue. The event occurred in use for patient. The incision site was not extended. Nothing fell into the patient's cavity. The device was removed from the tissue by force and tissue damage was caused.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was a small amount of oozing blood. The device was removed with forceps. No reinforcement material was used.